Event description:
Tubing blew during use. Surgeon was having a smooth trial and liked the device, when all of a sudden, tubing blew up. The disposable tubing has a hole about the size of a silver dollar about 1/2 way down. No patient injury. Surgery was prolonged for less than five minutes to remove the device.